Event description:
During routine testing of the device at the service center, the service technician reported the cable guide was cracked. The monitor was originally returned because the screen displayed white when the modes changed. Since this event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.